Event description:
The customer reported that a pt died, however, the customer's biomed did not think the philips mx800 monitor was involved.

Manufacturer narrative:
(B)(4). The customer reported that a pt died, however, the customer's biomed did not think the philips mx800 monitor was involved. This is being reported only because a philips device was in use on a pt who died. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.